Event description:
Event description guidant received information that approximately three months after the implant procedure, this ventricular implantable lead displayed loss of capture. Fluoroscopy revealed adequate lead position, however the lead was not able to be repositioned.